Event description:
It was reported that the patient presented with an apparent infection to the clinic on (B)(6) 2015. The infection was at the device pocket and was reported to be bacteremia and an unknown type. It was unknown if a culture was obtained and the patient experienced redness. Antibiotics were given and the manufacturer representative (rep) heard on (B)(6) 2015 that the device would be removed at a later date. The date of explant and patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the infection had resolved and an implantable neurostimulator (ins) implant was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0451702v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0461559v, implanted: (B)(6) 2005, product type: lead. (B)(4).